Event description:
PICC was inserted earlier in the day in the right arm. Initially it went into what appeared to be the internal or external jugular and then was pulled back and re-advanced before breaking sterile field and ended up with a loop in the subclavian vein or other branch but the tip was pointing appropriately straight into the subclavian beyond the mid-clavicular point. The decision was made to continue to use it since the tip was pointing easily into the subclavian. Baby was noted to have increased oxygen needs on nasal cannula oxygen that night and was placed back on nasal CPAP. Baby's oxygen requirement and work of breathing increased over the next hour with fio2 increasing up to 70 to 100% on CPAP of 5cm. Baby required intubation and ventilation. Continued to deteriorate and was coded. No response to epi by PICC line, ett or piv that was placed. Chest x-ray obtained after intubation showed apparent right sided hydrothorax. An 18 gauge IV catheter was entered into the right chest and needle aspiration was done at the posterior auxiliary line with 40 ml of milky fluids removed. Baby did not respond to resuscitation efforts and expired.